Manufacturer narrative:
(B)(4).

Event description:
It was reported "during a procedure using the ra-04020 catheter in the operating room, there was no blood return after puncture. Replaced with the new product." There was no patient harm or injury. The patient's current condition is reported as "unknown".

Event description:
It was reported "during a procedure using the ra-04020 catheter in the operating room, there was no blood return after puncture. Replaced with the new product." There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Signs of use in the form of biological material were observed on and within the device. Visual analysis revealed biological material within the needle hub and at the distal tip of the needle cannula despite the customer report that no blood returned was observed. The guide wire was partially advanced through the needle, but not past the needle bevel. During functional testing, the guide wire was completely stuck within the needle cannula and could not be removed. No signs of adhesive could be observed due to the biological material on and within the sample. Visual analysis of the guide wire could not be performed as the guide wire remained stuck within the cannula. The outer diameter of the needle measured 0.0282", which is within the specification limits of 0.0280"-0.0285" per the needle product drawing. The inner diameter of the needle measured 0.019", which is within the specification limits of 0.0190"-0.0205" per the needle product drawing. Dimensional analysis could not be performed on the guide wire due to the biological material causing it to be stuck within the cannula. Functional testing of the catheterization device was performed per the instructions for use (IFU). The IFU informs the user, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function." The guide wire was stuck within the cannula, and unintentional undue force was used to retract the guide wire handle resulting in the guide wire to unravel. Functional testing could not be performed due to the biological material. A device history record review was performed based on both potential lots provided, and no relevant findings were identified. The IFU instructs the user "trial advance and retract guidewire through needle using guidewire handle to ensure proper function." The IFU also cautions the user, "prior to insertion, ensure guidewire is returned to the original position before insertion or blood flashback may be inhibited" and "do not advance guidewire unless there is free blood flashback in needle hub." It is unclear whether the guide wire was fully retracted prior to insertion or whether blood flashback was observed prior to guide wire advancement. The customer report of arterial needle blocked was confirmed through investigation of the returned sample. Visual and functional examination revealed biological material within the catheterization device needle hub and the needle cannula. However, the customer reported that no flash was observed upon initial insertion. Based on the condition of the returned sample, it cannot be determined if a blockage was present prior to use of the device, and the biological material was introduced post-event. A device history record review was performed based on both potential lots provided, and no relevant findings were identified. Based on these circumstances, the root cause could not be determined. Teleflex will continue to monitor and trend on reports of this nature.